Event description:
It was reported the device entrapment occurred. An amplatz super stiff guidewire was selected for use in a pulmonary vein isolation procedure for a paroxysmal atrial fibrillation case. The patient had tortuous anatomy. During the procedure, the amplatz exchange wire was loaded into the torflex transseptal guiding sheath.after loading, it was noted that the wire became looped in the small, flush hole at the tip of the sheath and became stuck. Attempts were made to manipulate the wire out of the sheath but were unsuccessful. Resistance was noted when trying to remove the wire. Hence, the physician removed the entire assembly from left atrium with the help of a fluoro imaging and used a versacross device to regain the transseptal access. The procedure was completed successfully. No patient complications occurred.